Event description:
On (B)(6) 2009, the patient reported that she received an e10 (cartridge) error on her infusion device while attempting to change the insulin cartridge. She was instructed to perform the change cartridge procedure and the display of the device read "retracting piston rod" but the piston rod was not moving and was stuck at the halfway point and then e10 was displayed. The battery had been in use since this morning. She was instructed to insert a new battery and the issue was not resolved. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device and she was advised to do so. She stated that 15 minutes prior to the report she pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. This resulted in insulin spilling into the cartridge compartment of the infusion device. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.